Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-06430.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective therapy in his foot following a fall approximately 3 months ago. It was confirmed via x-rays that the l5 lead had migrated. In turn surgical intervention may occur to address the issue.